Event description:
A customer contacted beckman coulter (bec) reporting that there was a clenz leak of approximately 200 ml located in the back of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There were no instrument generated errors associated with this event. The customer was wearing personal protective equipment (ppe) consisting of only gloves at the time of the incident. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and indicated that there was a leak located at the vl61* caused by a cut tubing. The fse replaced and cleaned the tubing. Instrument performance was verified. No further evidence of leaking was observed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. * vl61 is the backwash tank/sweep flow reservoir purge. (B)(4).